Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported that they had a loss or change of therapy, indicating that over the last several days in (B)(6) 2016 they started to leak again. A patient programmer (pp) depleted battery screen was also seen and the patient wasn't able to adjust stimulation as a result. The patient did not have replacement batteries at the time of notification and is going to try again once they have new batteries. The consumer further reported that the step taken to resolve the leaking and unable to increase stimulation was that the patient increased stimulation, but was not certain that their device was working. The patient had great success and seemed to be going backwards again. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.